Event description:
On (B)(6) 2013, a lensar representative was facilitating a customer training and stated that on the twelfth pt the system reported a suction loss at 61% of the procedure. The procedure was aborted and upon further investigation with the surgeon during the phaco treatment, it was discovered that a portion of the fragmentation had occurred on the corneal tissue.

Manufacturer narrative:
The laser vacuum system was verified and was working according to specifications. No device failure was found. The surgical images were analyzed and determined that the incident root cause was due to pt movement. No surgical intervention was performed to preclude any permanent damage. There are no serious adverse health effects associated and no irreversible long range health consequences as a result of inappropriate laser pulse delivery into portions of the cornea.